Event description:
It was reported that the procedure was to treat a lesion in the common carotid artery with heavy calcification. The barewire guidewire was used for more support, however, the coils of the guidewire stretched and detached partially. Another spartacore guide wire was used and a xact stent was implanted. There was no adverse patient effect and there was no clinically significant delay in the procedure. ***subsequent to filing the initial report, analysis of the returned device identified the coils and core were separated distal from the step. The account confirmed the separation occurred during the procedure and was discarded. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported tip separation was confirmed. The stretched coils were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported material separation was likely related to procedural circumstances. It is likely that the tip of the barewire became stretched and separated due to interaction with the heavy calcification. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1069 removed and 1562 added.

Event description:
It was reported that the procedure was to treat a lesion in the common carotid artery with heavy calcification. The barewire guidewire was used for more support, however, the coils of the guidewire stretched and detached partially. Another spartacore guide wire was used and a xact stent was implanted. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.